Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1. The technical service representative (tsr) had the home patient (hp) push down on the lines near the door, then check the frangible on the heater bag, and restart the fill. The hp then told the tsr that the heater bag was empty due to him disconnecting the bag, at which point it all leaked all out. The tsr had the hp press stop and end therapy. The tsr advised the hp to end therapy and restart the setup with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter was contacted by the patient on (B)(6) 2012. Therapy since has been going well. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use product is confirmed. The assignable cause code could not be determined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for leak was confirmed because disconnecting the solution bags is a use error that can cause a leak, leading to contamination and/or air to be delivered to the peritoneal cavity. The cause was use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.